Event description:
The customer reported that there was smoke coming from the power supply area of the defibrillator and then the defibrillator would not power on. There was no report of pt involvement.